Manufacturer narrative:
Findings show that the customer continued to use the involved devices following the incident. Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specifications. The testing was witnessed by a hospital representative. The patient's historical waveforms and trend information was collected and sent to spacelabs for analysis. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 the customer discovered several ventricular tachycardia (vtach) events when reviewing retrospective data in clinical access, but no alarm generated at the central monitor during the vtach occurrence. No injury was reported as a result of this event.

Manufacturer narrative:
The field service engineer completed an onsite investigation of the xtr enhanced telemetry and xhibit central station and device logs were evaluated by spacelabs¿ r&d engineer. Investigative findings conclude alarms were generated by the xtr and received by the xhibit station for the appropriate audible and visual notifications. No device malfunction was found. This report is complete and this particular issue is considered closed.